Event description:
The hcp reported that the catheter migrated out of the spine. The patient has been prescribed oral baclofen to supplement; no specific symptoms were reported. This event "has been going on for several months". A catheter revision is planned for the near future. A follow-up report will be sent if additional...